Event description:
Two attempts with a 26g. On all attempts rptr got a good blood return, but was unable to thread cath. After the 3rd attempt, pt said he was having a "hot flash" and felt nauseated. He put his head down on the desk. Less than a min later he slumped over and appeared not to be breathing. Rptr called for help - while another woman there (pt's co-worker) and rptr got pt to floor to open his airway, the mgr called 911. As rptr was moving him to the floor pt had a seizure and then as they positioned his head to open his airway he came to and broke out into a cold sweat. He was alert and oriented within a matter of mins. He wanted to sit up. He was very pale and c/o hands feeling numb. Paramedics arrived, assessed pt, inserted different cath in his left hand on 2nd attempt and prepared to transport pt to hosp ER. Before they left - at 3:45 pm rptr spoke to dr who said pt did need to receive dose of rocephin. Pt consented and rptr administered 2gm ivp over 5 min, tolerated well. Pt then taken to ER by paramedics. At 6:00 pm rptr called hosp ER and was informed that pt was seen in ER and sent home.